Manufacturer narrative:
Concomitant medical products: dtbb1d4 device, implanted: (B)(6) 2017; 5076-45 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered from the right ventricular (rv) lead. It was noted there was undefined rv pacing impedance, suspected lead noise oversensing, ventricular pacing inhibition due to oversensing and a suspect rv lead fracture with non-sustained ventricular tachycardia episodes observed. In addition, intermittent atrial undersensing was noted from the right atrial (ra) lead. Additional information has been requested, however, is not available at this time. The ra lead and rv lead remain in use. No patient complications have been reported as a result of this event.